Manufacturer narrative:
The colonoscope went black during the procedure. The procedure was completed with another colonoscope. There was no pt injury. The returned scope had a broken wiring harness. The exact cause is not known.

Event description:
During a colonoscopy procedure, the scope went black. The procedure was completed with another scope. There was no pt injury. This is being reported in an abundance of caution.